Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) was hospitalized for initiation of duopa therapy and on the same day, underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 23 nov 2016 report indicated that patient experienced stoma site pain. On (B)(6) 2016, patient had a slightly elevated c reactive protein (crp) value and was treated with antibiotic rocephin.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was still implanted. No corrective or preventive actions have been identified at this time.